Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 in station was not seen and all lights on board were out. A field service engineer replaced the module board and controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es black screen and drawer failure. The customer stated that the malfunction occurred, and user needs immediate assistance (ongoing operation), and station located in high traffic patient area. There were no adverse events or injuries reported based on this event.